Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of a different device and no patient complications were reported.